Event description:
Spontaneous report. Heme health nurse reports pump is programmed correctly, serial # (B)(6), expiration date: 05/30/2024. Nurse stated that she had infused 2 loading dose over the weekend and still having issue of 50-60ml volume left in bag. Not sure if pump malfunction or overfill in vials. Advised that we will send new pump and if still volume left in bag - it must be overfill. Nurse did finish infusion. No delay in therapy. No adverse event due to pc. Pump is available for return to analyze. Dose/amount, frequency: gammaplex infuse 35gm (350ml) intravenously daily for 5 days. Then 4 weeks later infuse 90gm (900ml) intravenously every 4 weeks. Indication: chronic inflammatory demyelinating polyneuritis. No additional information provided. Reported to (B)(6) by health professional.